Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 408 mg/dl. Customer did not report any signs of high blood glucose. Customer reported that they were unable to calibrate the pump. Customer stated that they did not feel okay and was advised to contact health care professional. Customer was not using the auto mode feature at the time of the incident. The customer declined to troubleshoot for the high blood glucose incident and advised to wait till blood glucose stabilized to troubleshoot the calibration issue. The pump will not be returned for analysis. Frn-ukn-rsvr, unomedical set.